Event description:
It was reported that the tip detached. A journey guidewire was selected for use in an angioplasty procedure. However, it was noticed that the tip of the wire broke off and remained inside the patient. No further patient complications were reported.